Event description:
Ventilator began smoking with an accopanying hot silicon odor. Unit was warm to the touch on the handle nearest the heat sinks on the back. Ventilator was unplugged, pt disconnected, and manually bagged until a new ventilator was reconnected. There was no pt harm.